Event description:
It was reported that the patient experienced uncomfortable stimulation/discomfort at the ipg site with stimulation on and off. As such, surgical intervention took place on 01 aug 2025 wherein the ipg was repositioned in the same pocket. Reportedly, the issue was resolved post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.